Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device does not run when it is full, it alarms. There was no patient involvement.

Manufacturer narrative:
One device was received for investigation, the reported issue was confirmed during functional testing. The issue was traced to the main circuit board, which was determined to be damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to its age, the device will be decommissioned.